Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the first mesh leg assembly through the patient's sacrospinous ligament. However, when the physician attempted to pull the mesh leg through the ligament with the capio device, approximately 1 centimeter of suture (with the needle at the end) detached and was captured inside the capio cage. The uphold mesh was then removed from the patient and the physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Age at time of event: although the patient's exact age is unknown, she is reported to be (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.